Event description:
It was reported that during a cardiac ablation procedure, a connection issue was noted between the catheter interface cable (cic) and catheter, and the 4002 invalid catheter message was observed when connecting the catheter for the first time, and temporarily resolved by unplugging and reconnecting the cic, but the error recurred twice. After catheter insertion, a persistent noisy electrogram signal was noted, prompting a cic change, which only temporarily improved the signal. The catheter was replaced. Additionally, the catheter could not be retrieved from the sheath smoothly at the end of the procedure. Fluoroscopy was conducted, and nothing suspicious was noted, with no knot or entanglement were observed. Once the loop was inside the sheath and the catheter could not be pulled out, the sheath was removed with the catheter to avoid further issues. Therapy was provided and the case was completed with pulsed field ablation, but remapping verification was not completed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID: pscc100 product type: catheter product ID: 10fcc13 product type: sheath product event summary: the pscc100 catheter of lot number 0012913516 was returned and analyzed. No anomalies were identified during external visual inspection of the shaft and handle segments. During external visual inspection of the array segment. On the spiral array segment, an inverted array was observed. Catheter identification and ablation testing was conducted. The printed circuit board assembly (pcba) chip was reprogrammed for functional testing. A gap was identified between the catheter and the lab test catheter interface cable (cic) handle connectors upon connection, leading to a loose and unstable interface between the cic cable and the catheter handle. The catheter passed performance functional testing with the generator; therapy deliveries were completed with no system errors generated. No performance issues were identified. Catheter to sheath compatibility testing was carried out. During compatibility testing, the catheter to the sheath insertion failed. Electrical continuity and hipot verification (where applicable):electrical continuity test did not reveal any anomalies. Inspection (microscope/x-ray imaging) and testing were performed to verify the integrity of the catheter sub-components: during inspection of the spiral array segment, the proximal end of the nitinol array wire was observed to be completely dislodged from the dual lumen. Debris was observed inside the catheter handle connector receptacle, interacting with pins #1, preventing full engagement between the cic and the catheter connectors. Additionally, a crack was identified inside the handle connector. In conclusion, the catheter failed the return product inspection due to the spiral array observed to be inverted. The proximal end of nitinol array wire observed to be dislodged from dual lumen in spiral array area. Debris (adhesive residue) observed in the handle connector receptacle and the connector pin carrier was cracked. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.